Manufacturer narrative:
D10: concomitants: (B)(6) 232-02-03 - optetrak asy, cr porous femoral, sz 3, left (B)(6) 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t (B)(6) 200-02-35 - three peg patella 35mm should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 73 yo female patient, initial left knee implanted in (B)(6) 2014, underwent a revision procedure in (B)(6) 2025, approximately 10 years 5 months post the initial procedure. The patient presented to the surgeon as part of the recall. They were pain free but had significant wear on both condyles of the polyethylene. The patella was also replaced, although no wear was observed. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices are not available for return as they were disposed of by the hospital. Device images were provided. No further information. This is 1 of 2 events. Right knee revision mentioned on report submitted under MDR#1038671-2023-01420.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3- the revision reported was likely the result of posterior edge loading over the course of 10 years resulting in prosthesis wear of the tibial insert. An additional reason for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no radiographs or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.